Event description:
It was reported that the patient presented to the hospital with failed anti-tachycardia pacing (atp) therapy on (B)(6) 2022. During examination of the lead, it was noted that there was decreased sensing, high pacing lead impedance and high capture threshold on the right ventricular (rv) lead. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.